Event description:
Biomed requested log review to know what user programmed. Nurse making rounds at 20:00 pm found 100ml tpn was infusing at 61ml/hr and was supposed to be at 6.1ml/hr. The log indicates that lvp (B) (4) had been infusing for several days at a rate of 6.5 ml/hr, in basic infusion mode, with the user frequently restoring the previous parameters (rate= 6.5;vtbi=36) when the infusion completed. On (B) (6) 2008 at 6:09 pm the rate was increased to 61 ml/hr. The user then ran several more infusions at this rate delivering a little over 110 mls of fluid in the 1 hr 50 minute time frame. At 7:59 pm the module was accessed and the infusion was paused. A few minutes later the module was turned off. At 8:03 pm the module was accessed and the parameters for the last infusion was restored. The user then changed the rate to 3 ml/hr and restarted the infusion. Rate= 3 ml/hr vtbi= 10.9. The infusion then continued on until the next morning with no additional rate changes.

Manufacturer narrative:
(B) (4). (B) (4). The reported overinfusion of tpn was found to be the result of a programming change during the infusion. The root cause of the customers experience was determined to be a user programming change. Data from the devices event log was summarized and presented to the customer. Pt info requested and all available info is included in sections a and b. This report was filed by the MFR.